Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by rebooting the pyxis es region 3 application and carefusion coordination engine (cce) servers, and verified that admit discharge transfer (adt) and orders were successfully flowing to and posting on the server. Customer also mentioned that issue was already escalated to bd agent for root cause analysis and requested to close the case. No further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported that new patients and orders were not crossing over to pyxis. Reports were received from pharmacy and nursing that new patients and some new orders were not available at the medstations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.